Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient's mother reported that her son faced a bent cannula due to which he experienced high blood glucose level (33.3 mmol/l) within the last 2 weeks and this issue occurred with five infusion sets. Her son reported this issue to her 2-3 days ago. The site location was patient's abdomen and buttock. Moreover, the infusion sets have been used for same day, first day and for second day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.